Event description:
It was reported the customer had cracks on their insulin pump. Customer also reported several motor error alarms occurring. The customer's blood glucose was unknown. No additional information provided.

Manufacturer narrative:
Pump unable to prime during prime test. Pump passed the rewind, basic occlusion and displacement test. No motor error alarm noted. Motor passed motor test. Pump received with cracked case at display window corner, battery tube threads, reservoir tube, reservoir tube lip, minor scratched display window.the insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.(B)(4)